Event description:
The patient reported that his infusion device started beeping with a 2.01 displayed on the upper corner of the screen. The patient stated that the power pack had been in the infusion device for at least 3 weeks. The patient did not have a replacement power pack with him at the time of the call, but stated he would change it out when he got home. The patient was aware of the power pack recall, but was not changing out the battery every 2 weeks because he has not been having any issues. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.

Manufacturer narrative:
Product will not be returned for evaluation.